Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. The physician elected to convert to open repair and explant the afx stent graft that was initially implanted on (B)(6) 2013. Clinical was able to confirm the open repair /explant performed on (B)(6) 2017 to fix the multiple type 3b endoleaks as reported. In addition, clinical also noted a endoleak type 2 on the lumbar and inferior mesentery artery and a sac enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material. Without the repair angiogram this finding remained unconfirmed due to the fabric billowing observed on the event CT scan. Procedure related harms included : multiple type ii endoleaks which likely contributed to the sac growth; and, acute blood loss necessitating transfusion of blood products. The patient was discharged on the fourth post operative day in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The explanted devices will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013 a patient with an abdominal aortic aneurysm was treated with an afx system. Approximately five (5) years post-op on (B)(6) 2017 an endoleak was identified during a CT scan. The patient was taken to the or where multiple type iiib endoleaks were identified. The physician elected to convert to open repair and explant the afx stent graft. An open graft was implanted and the patient is doing well. As of the date of this report, there have been no additional patient sequelae reported.